Event description:
The facility reports the resident was being situated in the sling and the sling had been fixed to the jib. During the transfer, the resident fell out of the lifter. The jib broke off and fell at the resident. The resident fell with their back and pelvis at the legs of the lifter. Their head fell against the doorpost, causing a wound and possibly a concussion. Part of the th.7 vertebrae is broken off. No indication was given of what sling was being used.